Event description:
It was reported that an alert was received from a remote monitor indicating the patient's right ventricular (rv) lead showed high pacing impedance. The lead was also found to show oversensing and possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(4) 2014, rv pacing impedance measured 1121 ohms up from a trend of 700 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(4) 2014, sensing integrity counts up to 60, no episodes collected and unable to verify lead noise oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2005 (B)(6). (B)(4).